Manufacturer narrative:
The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. It should be noted, the device was implanted in the tricuspid position. At this time, the pascal precision transcatheter valve repair system is only indicated for the native mitral valve in the us, addressing degenerative mitral regurgitation. But, it is approved for both tricuspid and mitral spaces in the region where the procedure was performed. Therefore, deployment in the tricuspid position will not be considered off-label in this case.

Event description:
Per the report received from portugal, edwards received notification of a pascal precision ace procedure in tricuspid position. The patient had secondary tricuspid regurgitation etiology. The septal tricuspid leaflet was shortened, restricted, and tethered with widely separated chordal distribution. Initial tricuspid regurgitation was severe. One pascal device was implanted. After the index procedure, tricuspid regurgitation decreased to mild. On pod #1, a single leaflet device attachment (slda) was detected and tricuspid regurgitation was noted to be torrential. Approximately one year and two months later, the patient underwent reintervention and a transcatheter tricuspid valve prosthesis was implanted.

Manufacturer narrative:
The following sections were updated/corrected/added: b4, g3, g6 and h6 (component code, type of investigation, investigation findings and investigation conclusions). H11: additional manufacturer narrative. The device history record review was completed, and this device passed all manufacturing and sterilization inspections. No nonconformances related to the complaint event were identified. The complaint for implant dislodged from a single leaflet, single leaflet device attachment (slda) intra procedure was confirmed with empirical evidence based on information provided. Available information suggests patient anatomy likely contributed to the event. Per event description, "the patient had secondary tricuspid regurgitation etiology. With shortening, restriction, and tethering of the septal tricuspid leaflet (stl), along with widely separated chordal distribution". Since no edwards defect was identified, corrective or preventative actions are not required.